Event description:
Extension set 60 inch minibore tubing with 0.2 micron filter leaked. States leaked from the imbedded filter on sunday (B)(6) 2019 and again another on monday (B)(6) 2019. No further details. Lot # 3675083 & 3667097, both expiration dates of 7/19/2018.